Event description:
During a remote follow up, high pacing impedance was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted. Technical support was contacted and recommended provocative testing. Provocative testing was performed and no anomalies were noted. It was noted the patient had been carrying a lot of weight when the high pacing impedance was noted. No further intervention was performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the rv lead was capped and replaced to resolve the event. The patient was stable.